Event description:
A moderate lens opacification which is suspected to be due to calcification was observed. The pt complained of their view being misty. The visual activity has decreased from 20/40 to 20/200. At this time the lens remains implanted.